Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed a high, out of range pacing impedance. There were various lead safety switch (lss) alerts. There were various false atrial tachy response events stored due to over sensing in unipolar configuration, as a consequence of the lss. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed a high, out of range pacing impedance. There were various lead safety switch (lss) alerts. There were various false atrial tachy response events stored due to noise over sensing in unipolar configuration, as a consequence of the lss. During testing, the lead showed a behavior consistent with a lead break according to the health care professional. What was over sensed as myopotential noise due to lead unipolar sense. Also, during testing, thresholds were high when programming the lead in bipolar. The device was reprogrammed, and they will continue to monitor the patient. The ra lead remains in service. No adverse patient effects were reported.